Event description:
Dri serum tox barbiturates analysis. The package insert states that a concentration of pentobarbitol at 5 ug/ml produces a positive result. Patient's sample was tested on in-house screen and it was negative. Repeat testing showed it was barely positive. The results reported from the reference lab was 28ug/ml. Original sample sent to microgenics for testing with dri serum tox barbiturates assay confirming our results. The sample result was negative and the reference lab confirmation for pentobarbitol by gcms was 5.7ug/ml